Manufacturer narrative:
This report was initially submitted following notification by a customer in the united states regarding two (2) false negative and under-estimated vidas® pct results identified during retrospective analysis following two qcv-detected failures in section b1 of the vidas® analyzer. It should be noted that a qcv failure is not an abnormal behavior. It indicates that the qcv test performed its role as a functional control. This control is meant to detect residual risks, that are rare and sudden. Those risks are already present and accepted into the vidas system risk analysis. The local field service engineer (fse) visited the customer site on 24-oct-2019 to repair and qualify the instrument. The fse performed the following actions: visual inspection of the seals , nothing atypical was noted. Visual inspection in the tray, on the door, on the shield insulate plate, and on the bottom of the frame: no unstruck dots were observed. Replacement of the seals. Performed a pump tester which failed. Performed a pump cleaning on the section b. Performed a new pump tester after the cleaning: all results passed after cleaning. Check spr block and adjust. Check tower height and adjust. Check pump block. Performed a leak test and a qcv test in all positions of the instrument. All results passed. Root cause: pump clog on position b1. Investigation concluded the qcv failure was due to a clog in position 1 of section b. After a cleaning of the position b1, the system was qualified. The system is now operating per manufacturing specifications.

Event description:
A customer in the united states notified biomérieux of a qcv failure of the vidas instrument (ref. 99735, s/n (B)(4)). The customer stated the last successful qcv was performed on (B)(6) 2019. Retrospective analysis to this date identified six (6) patient tests were processed. The initial and repeat tests of four (4) patients matched; no change in interpretation. Two (2) patient results (procalcitonin, pct) were potentially impacted. Patient 1 (FDA medwatch 9615037-2019-00031): the initial result of one sample was <0.05; when repeated in section a the result was 27. Another pct test performed two (2) days later gave a result of 17. This patient was already on vancomycin. Patient 2: the initial result of one sample was 0.09; when repeated the result was 0.7. Both patients are hospital inpatients. The initial results were reported to the physician. The customer stated they have no information regarding any adverse impact to patient. The customer indicated they perform vidas cleaning with tergazyme and 10% bleach diluted with deionized water. The recommended cleaning agents are alconox or liquinox. Biomérieux internal investigation will be conducted.